Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that following deployment of the pipeline, clinician reports difficulty in resheathing over the ptfe sleeves, upon removal of the system without resheathing the sleeves, the microcatheter appeared concertinaed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing aneurysm flow diversion surgery. Dual antiplatelet therapy (dapt) was administered. Clinician was aware of levels for dapt during procedure.

Event description:
Additional information received reported the patient was undergoing the procedure for flow diversion treatment of a right internal carotid artery carotico-ophthalmic 6mm irregular aneurysm. Patient's vessel tortuosity was normal. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.